Event description:
Steering yoke - handle- broke off at connecting pin, where the tilt adjusting screw meets. The metal is 1 1/4 in long and 3/8 inch wide approximate. The metal had a small bb size air pocket in the metal that was done when it was cast, both sides of the crack were smooth and had rust along both sides of the break indicating that it had been cracked for some time.